Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation is likely to cause or contribute to pt injury. Device issue: guide wire separation. It was reported that the guide wire was found to be separated when it was removed from the packaging. There was no pt involvement with this device. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The shaping ribbon was separated 2 cm distal to the center solder. The distal fracture face was corkscrewed for a length of 1.5 mm. The proximal fracture face was corkscrewed for a length of .5mm. The core was still intact. The tip coils were stretched distal to the center solder for a length of 12 cm. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.